Event description:
The device totally declaminated while surgeon was attempting to fix the device in place within a pt's abdomen. The surgeon removed all the parts of the device nad used another proceed mesh. No adverse pt consequences were reported.